Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that this should be reported as a serious injury (a2) due to the high blood glucose of over 400 mg/dl.

Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer husband reported via phone call that his wife experienced high blood glucose. The customer¿s blood glucose was 500 mg/dl at the time of incident and current blood glucose level was 493 mg/dl. Customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose event. Customer had difficulty in breathing because, of high blood glucose. Customer treated high blood glucose with manual injection and water. Customer was alleging that the insulin pump was under delivering. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.